Event description:
It was reported that the customer received a motor error alarm. The customer's blood glucose level was 260 mg/dl. He was advised to disconnect from the insulin pump and revert to a back up plan. The customer was unable to complete the rewind sequence the product was returned. Nothing further to report.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a corroded motor home switch. The functional testing could not be completed due to the alarm. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on the display window and a scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.